Event description:
It was reported that during the ileostomy reversal procedure, that on the first firing on the stapler, the knifes blade did not fire. The battery was pulled out and reinserted. There was haptic feedback and the powered up audial and blade still did not fire. Repeated process three times in total still with haptic feedback and there was no power. Another device was used to complete procedure.

Manufacturer narrative:
(B)(4). Date sent: 8/22/2023. D4: batch # 278c38. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage, with the jaws and trigger in the close position. Also, the knife was noted as partially advanced, the home button was pressed to return the knife to the home position and the knife returned to the home position as expected. One gst60b reload loaded on the device. The reload was received partially fired 1/4. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device event log was reviewed. A manufacturing process issue occurred after completing final inspection. This results in the device being unable to fire the first time that it is fully clamped. The device can recover from this state by re-clamping the device with the battery installed. In addition, the event log showed that the user did open and close the device, then started a firing attempt, without completing the transection. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. Device history review a manufacturing record evaluation was performed for the finished device batch number 278c38, and no non-conformances were identified. Additional information was requested and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) There was no patient consequence. What is the most current patient health status?